Event description:
Caller reported cartridge alarm 20 during the load process of the pump. There was no reported impact to the customer's blood glucose level, as the caller declined to answer if it exceeded 500 mg/dl. Customer switched to mdi as backup insulin therapy, and tandem technical support arranged for a replacement pump to be sent. Caller received instructions on storage mode and returning the faulty pump, and acknowledged understanding of these steps.